Manufacturer narrative:
The device was not returned to manufacturer for eval and reported not available for return. The lot number for the device was not known. Since the device was not returned and the lot number was not known a complete investigation could not be performed. It was reported the stylet was in place in the threaded cannula device during insertion. Based on the info provided for this report, the root cause of the device breaking off in the patient's vertebrae could not be determined.

Event description:
In 2008, a clinical incident involving a diamond needle with threaded cannula was reported to arthrocare corporation. During a vertebroplasty procedure, a portion of the threaded cannula was reported to have broken off and remained in the patient's vertebral body at t9 during insertion of the thread cannula prior to delivery of cement. The device was not retained. It was reported there have been no pt complications following the procedure.